Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) there is no indication that the lens was explanted. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received that a patient that had a tecnis preloaded 1-piece monofocol model pcb00 intraocular lens (iol) implanted, experienced occlusive vasculitis due to an allergic reaction. The surgeon indicated that the patient had a delayed response with a vancomycin-like occlusive vasculitis, but the patient was not given antibiotics. Immediately after surgery, patient had cystoid macular edema (cme) then a few weeks later, occlusive vasculitis, then some retinopathy then the macula became white and all sorts of problems. No additional information was provided.